Event description:
During a transjugular liver biopsy procedure, the catheter seemed to get caught on the metal cannula, causing a piece of the material to almost be stripped off. The procedure was completed with a third set.

Manufacturer narrative:
Evaluation: our investigation of the returned opened and used device confirmed the distal end of the catheter has been damaged. We are aware of the potential for occurrence and have filed a corrective action in an effort to prevent future complaints of this nature.